Event description:
Reportedly, during surgery the balloon came apart and fell into patient. All pieces were recovered. Used another instrument and continued. No patient injury. Procedure: laparoscopic hernia repair.